Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the device had no sensing of the intrinsic signal, the system test verified correct operation at the virtual interactive patient station by placing the analyzer into a known good programmer and known good patient cables and the device passed its functional test. It was noted that there were disturbed pins in the patient connector and that it would be sent on for repair. (B)(4).

Event description:
It was reported that the analyzer was not sensing the intrinsic signal. There was capture at high output. The leads were attached to the new implantable pulse generator (ipg) and analyzed without issue. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the analyzer was not sensing the intrinsic signal. There was capture at high output. The leads were attached to the new implantable pulse generator (ipg) and analyzed without issue. The analyzer was returned to the manufacturer. No patient complications have been reported as a result of this event.